Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, there were problems with the collars and connectors. Specifically, the collars were sliding over the connectors without properly clicking or locking into place as expected. Once positioned, the collars could be moved back and forth over the connectors very easily and did not appear to engage securely. They were able to slide back and forth over the connectors with ease. Connectors in the same assembly kit were found that did connect properly but slowed the procedure to a halt. All disconnections were made outside of the body during the connection check.